Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunction: failure to pass due to foreign material. Based on the investigation results, a root cause could not be identified. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the working channel seems to be blocked by an object. The issue was found during a diagnostic colonoscopy procedure. There were no reports of patient harm.